Event description:
It was reported that patient underwent a total knee arthroplasty on unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown.